Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syn drome. For the past 2-3 months when they go to charge their ins, it says that it charged ¾ of the way. They will charge all the way up to 100% but then when they go to charge again in 2 weeks, the ins will still be charged ¾ of the way. When the patient goes to adjust their settings on their patient programmer (pp), their device won't allow them to adjust their settings. During the call, the patient synced with the pp to check the ins and realized that their device was off. The patient was able to connect with the pp and turn their device back on and noticed that they were able to feel the stimulation. The patient¿s device is working as intended. The patient noted that beginning (B)(6) 2019 if they lay on their side at night they will feel a burning around the implant. The burning comes and goes and will sometimes happen when they are sitting in a chair. The patient was able to connect with their pp and turn the device back on and noticed that they are able to feel the stimulation again. The patient could tell that their device was not working anymore because when they would turn over wrong they could feel the ¿zapping¿ going up through them but beginning a couple of months ago they did not feel the ¿zapping¿ anymore. The patient mentioned that when they turned their implant on, they were able to feel the stimulation again. No further complications were reported/are anticipated.